Event description:
It was reported that the patient¿s head moved while in the mayfield frame for surgery. It was noted that a physician resident had set up the patient on the mayfield. The patient incurred a 2cm laceration on left scalp; the laceration sutured. The mayfield devices were removed from the or. Additional information has been requested. Linked to mfg. Report numbers: 3004608878-2017-00109, 3004608878-2017-00110.

Manufacturer narrative:
Integra has completed their internal investigation on may 11, 2017 results: evaluation of returned device; the failure could not be duplicated. The nylon washers and the retaining rings are worn, this would not have caused slippage. When set up per IFU and tested according to the 1101, the unit did not slip or function incorrectly. Unit is in need of pm maintenance. DHR review; no abnormalities related to the reported failure. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: the root cause of this failure could not be determined when performing the evaluation testing. The failure could not be duplicated.